Event description:
An authorized distributor reported that the tip of the hermetic lumbar catheter, closed tip (ins5010) was cut by the tuohy needle during insertion, and that the issue occurred with 2 different patients. They tried to retrieve the other end (as it got stuck inside) and had to do another trial of insertion. The patient was reported as "symptomatic", but the nature of the symptoms have not been reported. The dysfunction led to increased surgery time of an hour. End user healthcare facility: (B)(6).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter (ins5010) was not returned because the unit was discarded, and no photos of the reported condition were provided; therefore, failure analysis is not possible. Device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. Investigation findings: based on complaint details and evaluation of information provided, the tuohy needle does not cut the silicone catheter while being introduced. It is likely that the damage to the catheter is related to catheter positioning technique: the catheter was pulled back/withdrawn through the tuohy needle to reposition or extract the catheter as this type of action will most probably cut the catheter. The product IFU provides the following cautions to prevent such damage: ¿ silicone tears and cuts easily. Use rubber shod forceps when handling silicone catheters. To avoid damage to the catheter, do not withdraw the guidewire without first removing the tuohy needle. Hold the catheter securely at the exit site during needle and guidewire removal to prevent catheter dislodgement. Follow these points to aid needle and guidewire removal and to prevent damaging the catheter: hold the entire length of the catheter straight during needle and guidewire removal do not squeeze the catheter. Excessive compression will increase the difficulty of guidewire removal. Withdraw the guidewire slowly. If the catheter becomes twisted or seizes the guidewire, stop. Allow the catheter to relax and return to its original shape. Slowly start again, being sure to hold the catheter at the exit site. To avoid possible transection of the lumbar catheter, the catheter should never be withdrawn though the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously. Notwithstanding the above, a root cause determination is not possible since the catheter was not returned. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.